Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt awoke from the implant procedure with discomfort. The pt continues to experience pain in his thighs and groin. The nurse practitioner met with the pt and explained the pain would subside with time. The pt was seen on (B)(6) 2013 and reported the pain and discomfort has been resolved.